Manufacturer narrative:
Please note that additional information was provided on 23 june 2020, as this complaint was submitted to the FDA by the user facility with the following reference number: mw5094733.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, distal embolization, neurological deficits including stroke, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra revascularization device. While injecting contrast through the jet7, the physician experienced a "spongy" feeling and the distal tip of jet7 expanded. Subsequently, the m1 ruptured. The procedure was then ended. There was no report of any action was taken to treat the m1 rupture. Shortly after the procedure ended, the patient passed away due to m1 damage.